Event description:
It was reported that (1) device ws used during an unknown procedure. It was reported by the affiliate that the mcm20 clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.